Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump "had a" screen was blank as well as insulin pump was not working. The customer¿s blood glucose level was 350 mg/dl. Troubleshooting was not performed. The insulin pump will be returned for analysis.